Manufacturer narrative:
The reported condition of leak was not confirmed. 1 companion sample was received for evaluation. During visual inspection, unit does not present defect. Unit results satisfactory to functional test and to pressure test. The most probable root cause could not be identified since the condition was not confirmed. Lot number is not known, therefore a batch review cannot be performed. (B)(4).

Event description:
Customer reported a leak at the base of the y-site. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. Customer was contacted, however no further information could be provided.